Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings over 200 mg/dl overnight and 299 mg/dl during the call, and the user stated the infusion connector was leaking and that supplies were low; the user performed a fill and supply change but glucose remained elevated, then planned to disconnect from the ilet temporarily to administer backup insulin and reconnect if glucose returned to range. Symptoms included hyperglycemia. Outcomes included temporary interruption of device use and use of backup therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of hyperglycemia was unclear and that a connector leak was reported by the user. It was concluded that no device alarms were reported and that a definitive root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.